Event description:
It was reported that the user experienced hyperglycemia while using the ilet and administered an external subcutaneous insulin injection without disconnecting from the pump; a bent cannula was noted, and the user was later educated to remain disconnected from the pump for at least two hours after any outside injection. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.